Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d4, d9, g4, h4, h5. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d3, d10, g1, h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device and attached images confirmed the reported complaint. The root cause is attributed to the majority of the fracture surface exhibiting fatigue characteristics which is consistent with low stress high cycle fatigue. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: no material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. All evidence suggests the stem exhibited high strength and good ductility. Based on these conclusions a manufacturing records review will not be performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. What do you mean by aval for the reason for revision? Or do mean alval? Yes alval ¿ typo sorry. 2. Were all pieces of the device broken retrieved from the patient? Yes, all retrieved. 3. Was surgery time extended? No. 4. Was the liner manufactured by depuy and was revised? If yes, please provide product and lot number even it was not revised. Yes, product code unavailable as we discountinued the asr.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had metal on metal hip revision due to aval/ implant breakage - neck junction. Doi: unknown. Dor: (B)(6) 2021; hip unknown.